Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl due to a serter issue. The patient experienced nausea, chest tightness, and headache. The patient treated via insulin pen injection. The customer was also hospitalized in june due to a blood glucose in the 500 mg/dl range and diabetic ketoacidosis. The patient was treated with IV drip. The cause of her hyperglycemia was a bent infusion set cannula. Troubleshooting was initiated for the high blood glucose. There were no anomalies with the insulin pump. The device passed the high pressure test. The insulin pump was not returned for analysis.